Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used an oer-pro aer to reprocess the subject scope. Although no reprocessing procedures were observed, based on the investigations, insufficient reprocessing from improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was on the root cause summary report. Two deviations were observed during the sampling procedure review as the hospital staff went in and out of the sampling area and an auxiliary staff member was working in the sampling room during sampling. Additionally, a standard inspection was performed on the scope instead of destructive sampling review. Re-culturing was conducted and the scope sample tested negative. Persistent organisms were not detected during re-culturing.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for "low/ moderate concern" microorganisms (> 100cfu) after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the endoscopy support specialist's (ess)reprocessing observation results and to update the following sections: d10, e4, g4, g7, h2 and h10. As part of the post market study, an ess visited the user facility on june 6, 2019 to observe the staff¿s reprocessing practice. The ess observed reprocessing staff cleaning of the tjf-160vf. There was no deviation noted as all methods in the reprocessing manual and ontrack form were followed. In addition, the automated endoscope reprocessor (aer) maintenance and minimum effective concentration (mec) were tested ad performed according to manufacturers recommendations.